Event description:
On (B)(6) 2013, the pt had initial ifuse implant surgery using two 7 mm diameter ifuse implants. Post operatively the pt was complaining of pain radiating down to the ipsilateral foot. No motor weakness or true sensory deficits were documented. The pain was unresponsive to medication. A CT scan demonstrated that the proximal implant was malpositioned in a cephalad direction through the ala. The leading tip of the implant was in the vicinity of the l5 nerve root. On (B)(6) 2013, the same surgeon performed revision surgery to remove the previously placed proximal implant. The surgeon then placed a new implant ventral and somewhat caudal to the remaining implant. Per report, the pt's symptoms of leg pain have resolved. There is no reported ongoing weakness or numbness in the pt's lower extremities. Per dr. Reckling, "this is a case of a malpositioned cephalad, or proximal, implant. The directions of the displacement was cephalad through the alar cortex."

Manufacturer narrative:
Based on the complaint information and investigation, as well as review of the surgeon training manual, certificate of conformance, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause if malpositioning of the proximal implant cephalad through the alar cortex.